Event description:
It was reported patient underwent an initial procedure on (B)(6) 2014. During the procedure, the head of the screw fractured. The screw was removed and another screw was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse and by product being put through observed head failures of, head cracking during screwing and head deformation during extracting. The failure of the screw is certainly due to a sudden stress applied during the insertion of the screw, and/or not being inspected for wear and disfigurement and prior to use.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.